Event description:
It was reported by service report that there was an unintended motion of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: unintended motion.